Event description:
The patient was having an av node ablation. Approximately 10 ablations into the procedure, the patient complained of heat on the left side of her body. The nurse pinpointed the source of the heat to be the grounding pad (which was plugged into the global port) and found a small area where the patient's skin was hot to the touch and pink. The grounding pad was removed from the patient and replaced with a new one in a different area. The nurse noted a color difference on the grounding pad where it had touched the skin. The patient suffered a very minor burn from the grounding pad but is otherwise recovering well.